Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a novel pacemaker implant procedure. During the procedure, the new atrial lead either failed to be fixated or failed to capture and sense upon each position tested. The physician completed the procedure using a different lead on (B)(6) 2020. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.